Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp called in regard to an unrelated radiofrequency ablation which had since been done. As far as the device not working, the hcp did not have any information as far as cause or steps taken to resolve it. The hcp did not know the patient¿s weight at the time of the event as they were unsure when the device stopped working. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported that the patient¿s device was not working. The healthcare provider indicated that the patient thought that their device had not been working for about 10 years. The patient¿s healthcare provider also inquired about if placing a magnet over the ins would make a difference. No further complications reported/anticipated.